Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was removed because it did not meet the physician's expectations with regard to longevity. It was further reported that the physician suspected the ICD may have been oversensing. During the the removal procedure a setscrew was found to be loose.